Event description:
Account reports incidents in which facility used to utilize the 2c5401, then converted to the 2c5417 due to the flashball elimination program. Since the conversion, facility has begun to experience incidents of leakage occurring at the male luer/catheter connection. No pt compromise reported. Not one particular lot, "across the board."